Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: serial: (B)(4). Model: 3186. Batch: a000060615. Lead 8ch60cm mrc gen3 us pr. UDI: (B)(4). Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced ineffective therapy after a recent fall. One of the scs leads migrated and lead diagnostics indicated high impedances. As a result, surgical intervention occurred wherein the lead was explanted and replaced to address the issue. The investigation did not determine which lead migrated.